Event description:
It is reported that the pt received an acetabular cup. Neither the date of implantation nor whether the pt is monitored or a revision was performed is currently known.

Manufacturer narrative:
This case was reopened on (B)(6) 2014 to enter additional information which had been received on 03/14/2014. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this point in time. Zimmer (B)(4) will consider this case closed once again. Zimmer reference number (B)(4).

Event description:
It has now been reported that the patient was implanted a durom us acetabular component 50/44 j and was revised on (B)(6) 2013 due to pain, loosening and osteolysis.

Manufacturer narrative:
Additional information was received on 06/25/2015. Review of event description: product was implanted on (B)(6) 2009 and was revised on (B)(6) 2013 due to pain, loosening and osteolysis. Surgical report: the implantation notes of the hip states that the surgery was according to standard protocol. Visual examination: the devices were returned and the result of the visual examination has been made available. During the visual examination the durom acetabular component presented severe dark third body material on the articulating surface and rim; moderate light and dark third body material on the porous coating; severe dark third body material collection in the scallops and circumferential fins. The metasul ldh large diameter head presented severe dark third body material on the articulating surface; severe dark third body material on the outer and inner faces, inner taper surface, and taper cavity floor. The result of the examination did not change the results of the previous assessment. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Follow-up information received 08/29/2012. The device is still not returned to the manufacturer for investigation. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this point in time. Zimmer (B)(4) will consider this case closed once again. Zimmer reference number: (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).